Event description:
Customer reports that during intubation it was noted that there was a crack where the o2 tube is soldered to the laryngoscope blade body. During exam of the blade after use, the o2 tube fell off entirely.